Event description:
It was reported that the atrial lead was capped, but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 7278, implantable cardioverter defibrillator, 2009 (B)(6); 0125, competitor implantable tachy lead, 2002 (B)(6). (B)(4).